Event description:
On (B)(6) 2013, a wholesaler (reporter) contacted lifescan (lfs) (B)(4) alleging an unknown issue with a patient's onetouch veriopro meter. Since the patient's demographic/phone number was not provided, customer service is not able to perform follow-up. The following complaint was classified based on information obtained from the customer service representative (csr) during the initial call. It is not specified what the issue was with the subject meter. According to the csr's documentation the patient reportedly developed unspecified symptoms after the alleged issue occurred and the patient reportedly was hospitalized due to a change in his medication. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.